Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappears, which they acknowledged and understood.